Event description:
Adverse event: neck infection. Onset of adverse event: eight days post procedure. Device issue: none. It was reported via a trial that 8 days post an uneventful left internal carotid artery stenting procedure, the pt woke up with left neck pain. White blood cell count was elevated. Reportedly, the pain could have been due to muscle strain or an early infection. The pt was treated with antibiotics and 13 days after the onset of pain, on (B) (6) 2010, the pain resolved. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.